Manufacturer narrative:
Evaluation, results: (root cause of the issue is undetermined). Conclusion: (limited information received, root cause of the issue is undetermined); conclusion not yet available: evaluation in progress (device evaluation is in progress). (B)(4).

Event description:
The physician was using an amphirion deep rx pta balloon catheter to treat a lesion. During the procedure, the device broke into two parts, the physician was able to remove both sections. No clinical sequelae were reported for this event.

Manufacturer narrative:
Deformation problem related to operational context-detachment most likely procedural related (B)(4).

Event description:
Evaluation summary : the device was found broken in 2 parts and bent in several points. The hypotube was broken approximately 60 cm from the hub. The cross section shapes of the broken ends indicate that hypotube was previously kinked. The balloon was folded and no traces of radio opaque solution detected. No other abnormalities found on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.